Event description:
Pt had ascend ac mesh implanted on (B)(6) 2010. During a follow up office visit on (B)(6) 2010, the surgeon noticed a mesh extrusion at the incision line in the pt. The surgeon removed a small portion of the mesh in the office and treated the pt with premarin. He also put the pt on a 10 day course of antibiotics.